Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
A variance was reported between inratio inr result and lab inr result. The results were as follows: (B)(6): inratio inr=1.2, (B)(6): lab inr=2.6. (One day between testing). Therapeutic range=2.0-3.0. It was reported that milking of the finger was performed after fingerstick; may have touched finger tip to test strip when applying sample.